Event description:
It was reported that the surgeon stated the primary femur was loose fitting and opted to stem a ts component. Surgeon was concerned also of a deep box cut for this patients weight.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding loose fit intraoperatively involving a triathlon ps cemented femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: the triathlon femoral component was unremarkable. No cement remnants were observed on the device. The device is dimensionally within specification. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the device is dimensionally within specification. It is possible the surgeon was sizing the femoral component on the patient¿s femur before cement was applied. A loose fit of the component in the absence of cement would be expected.

Event description:
It was reported that the surgeon stated the primary femur was loose fitting and opted to stem a ts component. Surgeon was concerned also of a deep box cut for this patient's weight.